Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The aortic neck was 19 mm in diameter proximally and 22 plus mm distally. The iliac arteries were 8 mm in diameter bilaterally. The left renal has several accessory arteries. It was reported that during the index procedure the delivery system could not be removed upon withdrawal of the delivery system. The physician used more force to advance and to remove the delivery system which was challenging to advance. The stent graft was able to be deployed successfully. The nose cone was not able to be pulled back into the spindle and the graft cover. The physician broke the handle apart to remove the delivery system. The physician stated that the cause of the event was due to anatomy, angulated vessels. There was no visible kink after the delivery system was removed from the patient. No clinical sequelae were reported and the patient is fine.